Event description:
Patient reported left side "inflammation, double capsulation and swelling in breast" and "rupture." Healthcare professional later reported capsular contracture baker grade IV. Patient's friend reported "hardening and leaking within the last year." Patient additionally reported "indent in shoulders, numbness in fingertips and arms, brain fog, memory loss and difficulty sleeping"; these events are not device related. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "inflammation, double capsulation and swelling in breast." Healthcare professional later reported capsular contracture baker grade IV. Patient's friend reported "hardening and leaking within the last year." Patient additionally reported "indent in shoulders, numbness in fingertips and arms, brain fog, memory loss and difficulty sleeping"; these events are not device related. Device has been explanted.